Manufacturer narrative:
Additional information: d9, h3, h6, h10; h10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The force sensor requires calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.